Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019. Product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse found error code message of high internal oxygen (o2) alarm. Pse found leakage near oxygen valve. Pse reconnected and reseated the o2 valve to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
Customer contacted technical support (ts) stating that unit had high oxygen level. The customer reported there was no patient involvement.